Manufacturer narrative:
Reliability analysis inspected 2 opened sensors and performed visual inspection and found both sensor cannula broken, broken part is missing. The sensor was unable to confirm in said condition due to sensors being returned opened. The sensor was unable to perform insertion complaint due returned sensors only, no needles.

Event description:
The customer reported via phone call of a sensor anomaly. The customer's blood glucose reading was 84 mg/dl. The customer stated that she inserted a new sensor today, and started getting lost sensor errors. The customer stated that the pump is not communicating with the transmitter. The customer was advised to disconnect the transmitter from the sensor and check connections. The customer will be sent a replacement sensor.